Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
The patient's nurse reported that the patient had blisters on his back under the rear therapy electrode pads. She reported that the patient was bed-ridden and on a vent. The patient was under the care of hospital staff. During a follow up it was reported that the patient had ended use due to the skin condition. A final follow up indicated that the patient's irritation had healed.